Manufacturer narrative:
The insulin pump had alarmed button error due to all of the buttons having flattened dome switches. The device had cracked case at the display window corner and minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 190 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm was doing normal activity. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.